Event description:
Customer reported that on (B)(6) 2010, she performed a glucose test using her adc blood glucose meter while at work and received a reading of "100 something", but then subsequently experienced a loss of consciousness and fell. Paramedics were called treated the customer on the scene with a glucose injection and transported her to a local healthcare facility where she was diagnosed with hypoglycemia. Customer noted she had x-rays taken, but did not report any additional treatment and she was discharged later that day. Customer noted self-treating with unspecified "pain pills". Customer further reported that approximately 5 days later ((B)(6) 2010), again while at work, she experienced another loss of consciousness. Paramedics were again called and customer noted her meter was reading "higher than" the paramedic's meter. No readings were provided. Customer was not sure if she was taken to the hospital or if the paramedics treated her during this medical event. Customer also reported that "sometime prior to" the first loss of consciousness, while driving, she began to experience unspecified "symptoms of low blood sugar" which surprised her because her meter was not indicating she was low, (no readings provided). Customer noted she began to drive erratically, which was noticed by her husband who was following her in another car. No third-party medical intervention was required. Customer's husband gave her a candy bar to eat. There was no report of death or permanent injury associated with these events.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It should be noted: a follow-up call was made in an attempt to gather additional information, but customer was unable to provide any. Additionally: the date of manufacture is unknown.